Event description:
It was reported to manufacturer, by (B)(6) stating their customer; (B)(6) had an incident at their facility resulted in a resident death. Facility claims the reverse trendelenburg on the bari10a bed locked up and their resident aspirated and died. (B)(4) were issued to get bed back for evaluation. As of this writing, evaluation/investigation process is ongoing. Patient information: multiple medical conditions.